Event description:
It was reported that arteriotomy closure of the moderately calcified common femoral artery was attempted using the perclose proglide device after an unspecified procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. Post procedure, a small hematoma developed, but no treatment was required. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed the reported cuff miss. Reportedly, mild calcification was noted at the access site. Per the perclose proglide instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Per the instructions for use, the safety and effectiveness have not yet been established in patients with femoral artery calcium which is fluoroscopically visible at the access site.